Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has experienced low blood glucose values. The patient's blood glucose at the time of incident was 36 mg/dl, which she treated with food and glucose tablets. The patient's current blood glucose was 64 mg/dl. The customer also mentioned having a low a month ago that caused a seizures; her blood glucose was 31 mg/dl and she treated with orange juice. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. The customer confirmed that the insulin pump was not exposed to any strong magnetic fields. The customer was advised to monitor their insulin pump and blood glucose values. No products were returned or replaced.